Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, as there was other damage observed at the device's tip, it is possible that an external force was applied, causing the adhesive to chip at the distal end. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had an air leak. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was chipped. This report is to capture the reportable malfunction of a chipped forceps cover glue noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Switch number one (1) was cut and there was a huge leak. The pink probe was loose and there was a defect on the forceps cover glue and non-sharp scratches. The w-mouthpiece was loose. The bending section cover glue was peeling, and the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Switch number one (1) was cut and there was a huge leak. The pink probe was loose and there was a defect on the forceps cover glue and non-sharp scratches. The w-mouthpiece was loose. The bending section cover glue was peeling, and the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had an air leak. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was chipped. This report is to capture the reportable malfunction of a chipped forceps cover glue noted at estimation.